Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose level was unknown. The customer was assisted for pump programming. Customer did not want to troubleshoot and reported that they might forget to take self insulin. The insulin pump will not be returned for analysis.